Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported receiving an alarm on the insulin pump, indicating the force sensor system was compromised. The customer's blood glucose was 330 mg/dl. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap was sticking out and customer did not recall pressing it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.